Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Investigation results: a visual examination of the returned complaint device did not show visual defects. A functional examination was performed, the device was inflated and a leak was found due to a pinhole located near the proximal shoulder of the balloon. This failure is likely due to factors or conditions related to the procedure which could have affected its performance and its intended purpose, leading to the observed failure and the reported adverse event. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) dilation procedure performed on an unknown date. According to the complainant, during the procedure, the balloon leaked due to a hole. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.